Event description:
It was reported that the insulin pump is not delivering insulin. The blood glucose reading is 270 mg/dl. Customer treated with the insulin pump. Customer stated that he goes high when the reservoir has 20 units left in the insulin pump. Customer declined troubleshooting. Customer requested a replacement. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.